Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2018 with the following findings: review of the black box data revealed records of post-delivery motor power supply faults recorded on the complaint date. On investigation, the pump powered on and emitted a post-delivery motor power supply fault alarm during each attempt to rewind the pump. There was no evidence of contamination or loose components inside the pump. During the investigation, it was noted the piston would not extend or detract due to the post-delivery motor power supply fault alarm. Investigation concluded the issue was due to an unidentified printed circuit board condition. Investigation duplicated the complaint.